Manufacturer narrative:
The device was not returned for evaluation.

Event description:
Allegedly the patient underwent a surgical procedure. Allegedly, the plate failed on the patient and the patient had non-union as well as a possible infection. The patient underwent a revision surgery to remove the plate and screws and a new plate was implanted.